Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the pipeline failure was not determined. No patient symptoms were reported. After the product was collected, a new pipeline was placed and the procedure was completed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline disconnected from the delivery wire. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for rt-va recurrence coil embolism. The aneurysm was spindle shaped. Blood vessel diameter in the landing zone: distal side 3.1 mm and proximal side 4.0 mm. Degree of the vessel tortuosity was ordinary. The device was deployed for placement of the pipeline and was repositioned. When attempting to resheath the deployed device, only the delivery came out, and the device could not be operated afterwards. Because the deployment was around 1 of 3  for the whole body, only 2 of 3 remained in the microcatheter and so each microcatheter was collected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there was no problem that could be confirmed but it was not possible to determine whether it was a pipeline problem or a catheter problem, so it was replaced with another product. Aneurysm dimensions: maximum diameter 8 mm and neck diameter 6 mm. There were no issues during delivery or deployment before this incident occurred. Approximately 2 attempts were made before the incident occurred. No visible damage was observed after retrieving the pipeline. A replacement product was used to complete the procedure. The targeted aneurysm was adequately covered by the pipeline, resulting in contrast agent retention within the aneurysm. It was noted that this was a normal phenomenon and not something that requires improvement.